Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 360 mg/dl, 166 mg/dl, and 160 mg/dl. No adverse event. Requested return of suspect device and replacement was sent.